Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button keypad anomaly, battery out limit alarm, low battery change anomaly and perform displacement, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad and alarmed battery out limit. The customer's blood glucose reading was 500 mg/dl. He treated for the high blood glucose, with a manual injection. The customer stated he walked into the pool with the pump still attached. Now the buttons are not responding. The customer took too long to change the battery so it alarmed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.